Manufacturer narrative:
The transfusion reaction workup showed no evidence of hemolysis and the direct antiglobulin test was negative. A reference lab detected anti-e, anti-fy(a) and an anti-s using tube liss method when testing patient's post transfusion sample however the reactins were very weak and visible microscopically. The patient's symptoms and the test results show no evidence of a hemolytic reaction due to weak missed antibodies. The antibody may not have been present pretransfusion (since a sample is not available this cannot be evaluated by ocd) and may have developed as a result of exposure to the antigens, this being the reason why a weak antibody reaction is detected post transfusion. Additional troubleshooting was performed with the customer. Based upon information provided by customer, the customer had incorrectly diluted the 3% cells to a 0.8% cell concentration. Ocd performed retain testing to confirm the reactivity of e, fya and s antigens, satisfactory results were obtained.